Event description:
The customer stated that he rec'd a control test result that was low, out of spec prior to calling. While troubleshooting, he performed 2 more control tests and rec'd a result of 59 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.